Manufacturer narrative:
Initial reporter - facility name: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the surface. ¿ observed 40 mm dark patch edge material inside gel device. ¿ observed, an opening crease smooth assessed as a fold flaw opening and the device appears to be missing . No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, g4.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted.